Event description:
The customer tested his blood glucose using his breeze2 meter and another meter. He alleged a 100 mg/dl difference between readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to the offer to troubleshoot. A coupon for a replacement meter was sent to the customer.